Event description:
Related manufacturer reference number: 1627487-2022-01196. It was reported that patient was experiencing ineffective therapy and leads had migrated and confirmed via x-rays. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads. Effective therapy was restored post. Procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.